Manufacturer narrative:
(B)(4). The allegation of infection cannot be confirmed or refuted via laboratory testing. (B)(4).

Event description:
It was reported that the patient experienced a suspected infection at the ipg site. It was noted that a culture was not taken. Patient was given antibiotics as a treatment and the suspected infection had cleared.